Manufacturer narrative:
The returned product consisted of a guidezilla ii 6f guide extension catheter. Visual and microscopic inspection of the device revealed a hypotube kink 109.7cm from the strain relief, a collar separation at 110.7cm from the strain relief, and a partial collar and shaft detachment. The metal portion of the collar was damaged and pulled away from the shaft which created a hole in the shaft where the collar detached. There was also twisting in the collar shaft and tip damage. There was blood present in the shaft of the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the device could not cross the lesion. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A guidezilla guide extension catheter was advanced but could not cross the lesion due to severe calcification. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed the device detachment and shaft hole.